Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump had an issue during the load step, and primed the full insulin cartridge out during that step. There was no patient injury associated with this issue. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.